Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown constructs: philos plate/screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: fleischhacker, e. Et al (2023), open reduction and internal fixation of displaced head-split type humeral fractures and role of the rotator-interval approach, shoulder & elbow vol. 15 (no.2), pages 159¿165 .germany). The purpose of the study was to evaluate the quality of fracture reduction in humeral head-split type fractures treated by orif, utilized by additional visualization through a rotator interval (ri) approach, in comparison to fractures that were reduced through a standard deltopectoral (dp) approach only. Between november 2006 and december 2017, a total of 37 patients (21 male and 16 female) with a mean age of 59 years. These patients had head-split type proximal humerus fractures, that were treated by open reduction and internal fixation (orif) through a standard deltopectoral (dp) approach (which was later on reffered as dp group consisting of 20 patients, and the rotator interval (ri) approach (which was then reffered to as ri group) with 17 patients. In all cases, a proximal humeral interlocking plate system (philos®, depuy synthes) was used with solid fixation by angular stable screws. The follow-up period for all patients was at least two years. The following complications were reported as follows: dp group- - (n=1) secondary displacement / nonunion; - (n=4) avascular necrosis (avn). Ri group- - (n=1) secondary displacement / nonunion; - (n=3) avascular necrosis (avn). This report is for an unknown synthes philos®. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).